Event description:
This is a spontaneous report by a nurse from (B)(4) of patient made a mistake or touch contamination and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient made a mistake or touch contamination occurred. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if the patient recovered from the mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the device system was explanted on (B)(6) 2010 secondary to (B)(6). The patient is reported to have died 12 days later. Patient had a recent admission and prolonged hospital stay for pneumonia and chf exacerbation with discharge (B)(6) 2010. He presented within 36 hours with fever, chills, and thigh rash. A "permacath" for temporary hemodialysis was thought to be the source of the sepsis and was removed on the day of admission. Blood cultures remained positive for (B)(6) in spite of the permacath removal. A transesophageal echocardiogram showed no vegetation on the leads or the valve leaflets, however the device and leads were explanted. On (B)(6) 2010, patient was hypotensive, resusitation was attempted, but were unsuccessful and the patient died.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers (h10f16068 and h10e27059), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.